Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 6947. Lead implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was removed due to infection. No further patient complications have been reported as a result of this event.